Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no device malfunction reported that could have contributed to the event. Myocardial infarction (mi) may occur during this type of procedure and as listed in the instructions for use, mi is a known potential adverse event associated with the use of the product. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.

Event description:
It was reported via a trial that six days after the implantation of the xact stent in the left internal carotid artery, the patient experienced a non st elevation myocardial infarction with elevated troponin levels. Fourteen days after the carotid stenting, the patient underwent a coronary artery bypass graft (CABG) surgery and was discharged home ten days after the surgery. There was no additional information provided.